Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while one nurse was using bd vacutainer® ultratouch¿ push button blood collection set with pah, 3 devices exhibited poor sleeve function and leaked from the np cannula resulting in blood splashing on the nurse on 2 occasions. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while one nurse was using bd vacutainer® ultratouch¿ push button blood collection set with pah, 3 devices exhibited poor sleeve function and leaked from the np cannula resulting in blood splashing on the nurse on 2 occasions. There was no other health impact or consequences reported.